Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering because he was high for two weeks. Customer had experienced high blood glucose level above 33.3 mmol/l and 21 mmol/l which was treated with syringes. The reservoir will not be returned for analysis.